Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/3/2014 with the following findings: display is dim/fading/reddish, battery compartment is cracked below bumper pad, investigation completed using the returned battery cap, battery cap is damaged/stripped. Pump case was removed and corrosion was found underneath the internal battery. Black box confirmed time and date reset to default after battery change on 09/09/2014, pump was exercise for 24 hours, then took out the battery for 6 hours and the time and date reset complaint was duplicated animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display, damaged battery compartment and cap. This report is made based on the results of an investigation completed on 11/3/2014.